Event description:
Device and disc material subsided superiorly into a void in the opposing vertebra, physician notes stated there was osteolysis. The disc height collapsed and required fusion to address the patient's back pain.

Manufacturer narrative:
Imaging of the patient shows the anchor is still firmly in the implanted position, and the polymer barrier has dislocated into (i.e. Subsided) and is fully contained within the opposing vertebral body and is not affecting the epidural space. Bone resorption around the polymer barrier, reported by the complainant as osteolysis, was also evident in the imaging. At this time, the investigation shows that the device functioned according to the labeled intended use and contained the nucleus within the disc space as intended. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.